Manufacturer narrative:
The insulin pump received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, scratched reservoir tube window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged and the battery cannot stay locked into place. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked and the battery cap cannot hold the battery in place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.